Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuosity and severely calcified left anterior descending artery. A 2.50x38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the distal part of the stent strut was damged or broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device is a combination product. Device evaluated by MFR.: synergy stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage with struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and the proximal balloon cone appeared to be relaxed. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a kink 190mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuosity and severely calcified left anterior descending artery. A 2.50x38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the distal part of the stent strut was damaged or broken. The procedure was completed with another of the same device. No patient complications were reported.